Manufacturer narrative:
Initial and final MDR (B)(4). (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that he was burned through infusion sets that became dislodged during work. No further information available.